Event description:
It was reported that the wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The caller received instructions from technical support on how to press the button properly and was assisted in removing the pump from its case, but the issue persisted. Consequently, technical support decided to replace the pump and instructed the caller on the return process for the faulty pump. During the interim, the customer will continue using their current pump to ensure no interruption in insulin delivery.